Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient started treatment with an unspecified antibiotic (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Pd was discontinued (current mode of dialysis therapy was not reported) and the plan is to restart at a later unspecified time. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.